Event description:
Customer reports discrepant results: (B)(6)2010, inratio 2.3, lab 8.0 (lab draw 2 hours later). Patient had a nosebleed so, they took her to hospital where lab draw 2 hours later was 8.0.

Manufacturer narrative:
Investigation pending.